Event description:
The ICD involved in this report was implanted on (B)(6) 2010. Upon a f/u performed on (B)(6) 2011, it was noticed that noise oversensing episodes had been recorded in the implant memories (noise was observed on the ventricular channel). No inappropriate therapy was delivered.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.